Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was repaired and found to be operating properly.

Event description:
The customer reported the system failed to produce images thus requiring reboots. No report of patient injury.